Manufacturer narrative:
A third party service agent evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. A similar issue with this device was later reported by the customer (reported via medwatch 3015876-2017-00676). The unit was subsequently returned to physio-control for evaluation where it was observed that a loose kepnut (where the battery power cable attaches to the battery pin connection) caused an intermittent loss of power.  Physio then replaced the device's rear case assembly and battery power cable assembly to resolve the observed issue.   Physio-control is unable to determine conclusively if the loose kepnut was the cause of the original reported issue; however, it could not be ruled out as a potential cause.

Manufacturer narrative:
(B)(4). Physio-control has performed an initial evaluation of the electronic patient records and has verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device lost power while attempting to print out a code summary, post patient event. The customer indicated that one of the two batteries was measuring as "low" and after replacement of this battery, the device was powered back on with no issue. The device had two batteries installed during the reported issue. The reported issue occurred following a patient event and there was no reported power issue during patient use.